Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a casing/condition issue with the pump. It was reported that the pump had water damage. No further information was available. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. If further information is provided, a follow up report will be made. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because of the allegation of a casing/condition issue.

Manufacturer narrative:
Follow-up #1: date of submission 01/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/04/2016 with the following findings: there was no evidence of reported water damage found. The pump case was cracked near the corner of the display and the leak test confirmed the crack. The pump was opened with no evidence of moisture damage found. Unrelated to the original complaint, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.